Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and found the connection at the unit's jacket exhaust required repair. The technician made the necessary adjustments, performed a test cycle and confirmed the unit was operating to specification. The sterilizer was installed in august of 2005 and is currently under steris service contract. The last preventive maintenance was completed on march 20, 2014 at which time the unit was confirmed to be operating to specification.

Event description:
The user facility reported their sterilizer was leaking water. The amount of water which leaked was approximately 1.5 gallons and spread throughout the facility's hallway. No injuries or procedural delays/cancellations were reported.